Manufacturer narrative:
The field service engineer found the main vacuum line to be plugged at the vacuum tank, resulting in no vacuum at the incubation bath waste lines. The vacuum line was cleaned. Ise checks were performed. The customer ran calibration and controls. For the calibration performed on (B)(6) 2019, the calibration was not ok and there were calibration errors. The calibration performed on (B)(6) 2019 was ok, with no alarms. Before and after the event, quality controls were within range. On the day of the event, controls were outside of range. Controls run just prior to the complained samples were within range. The sample centrifugation time was determined to be too short and the centrifugation speed was possibly too high. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated that they had issues with high control recovery and low results for 3 patient samples tested for ise tests on the cobas 6000 c (501) module between (B)(6) 2019. Two of the three samples had discrepant results for ise indirect na for gen.2. Incorrect results for these two samples were reported outside of the laboratory. The samples were repeated on a cobas 4000 c (311) stand alone system and these results were believed to be correct. The reporter changed system reagents, changed electrodes, primed the system, and performed several calibrations with control runs. The reporter also noted there were bubbles in the incubator bath and one well of the ise bath was empty while the other well was pouring liquid off to the side. The first sample initially resulted with an na value of 125 mmol/l, repeating as 140 mmol/l. The second sample, from an (B)(6) year old female patient born on (B)(6), initially resulted with an na value of 121 mmol/l, repeating as 133 mmol/l. The na electrode lot number was s5641, with an expiration date of 15-jun-2020.